Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device fired four reloads without issue. When the fifth reload was placed in the adapter, the handle lost all power. They tried to place it on the charger, the green light flashing green, but nothing displayed on screen. Manual staplers and the same fifth reload were used to complete the case. There was no patient injury.